Event description:
The customer alleged the reservoir tank was leaking cidex opa. No injuries were involved. The customer repaired the unit by replacing the disinfectant tank. The unit is currently in operation.

Manufacturer narrative:
A vendor evaluated at the customer site. The customer replaced the disinfectant tank. Customer repaired the unit. Upon further review with the customer, he stated the leak was approx around the heater where it went into the tank. The customer disposed of the old tank; an assessment of the tank is not possible. The unit is currently in operation.